Event description:
On 10/4/99, the patient underwent a femoro-tibial anterior bypass. After seven days there was re-intervention because there was a kinking of the graft 5 cm below the proximal anastomosis. During re-intervention, the surgeon resected 3 cm of the graft because it was too long. Three hours post-operative, a hematoma was noted at the termino-terminal anastomosis. Re-intervention at that time showed that the proximal end of the distal part of the distaflo, the prosthesis frayed along the whole circumference of the prosthesis.